Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed the trace of the bending and rotational force at the site of breakage approx. 5mm from tip end, coil wire was elongated, and was presumed to be broken at approx. 20mm from tip end. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. It is inferred that the guidewire might be bent when the balloon dilatation catheter was advanced over the subject guidewire which had been advanced into #4av through the strut of the deployed stent, and the attempt of the advancement failed. Rotational manipulation might be made to such guidewire as well, resulting the accumulation of the force to the damaged section of the guidewire, and the core wire was broken off due to the force exceeding the product design limit. Coil was elongated along with additional pull back manipulation to the guidewire, and pulled apart. Based on the information reviewed, there is no indication of a product deficiency. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Do not manipulate the guidewire through strut of stent. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720&#65533;degree) in the same direction.

Event description:
Reportedly, in the pci procedure to bifurcation lesion at rca #4pl and #4av , subject guidewire was advanced to #4pl, another unknown guidewire was advanced to #4av. A stent system was advanced over the subject guidewire, 2 stent was delivered and deployed in a manner to jail the #4av. Then the subject guidewire was once pulled back from #4al, then advanced in to #4av through the deployed stent. Unknown balloon dilatation catheter was advanced over the subject guidewire, however the catheter could not go through the stent strut, balloon catheter delivery was abandoned. When the subject guidewire was pulled back from #4av to close the procedure, tip of the guidewire was damaged, coil elongation and separation was observed. Though coil wire was found protruded from the stent by ivus observation, the separated fragment was left in the anatomy as it is at the physician's discretion. Reportedly, necessary medication will be continued to the patient during the follow up monitoring.